Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), abdominal distension ("bloating"), vitamin d deficiency ("vit d deficiency") and madarosis ("losing my eyebrows"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on 5-jan-2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, nausea, migraine, headache and abdominal distension had resolved and the madarosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, madarosis, menorrhagia, migraine, nausea, pelvic pain and vitamin d deficiency to be related to essure. The reporter commented: patient received treatment form dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, nausea, migraines, headaches and bloating. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter added. Event added as losing my eyebrows. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), abdominal distension ("bloating") and vitamin d deficiency ("vit d deficiency "). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, nausea, migraine, headache and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vitamin d deficiency to be related to essure. The reporter commented: patient received treatment form dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, nausea, migraines, headaches and bloating. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media documents revived, new reporter and event vit d deficiency added, fu-up 3 and 4 processed together on 20-mar-2020: social media documents revived, new reporter added .fu-up 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and abdominal distension ("bloating"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (b))(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, nausea, migraine, headache and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea and pelvic pain to be related to essure. The reporter commented: patient received treatment form dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, nausea, migraines, headaches and bloating. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received- event injury to herself updated with events chronic pelvic pain, chronic abdominal pain, dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), menorrhagia(heavy menstrual bleeding), fatigue, nausea, migraines, headaches and bloating were added. Reporter and patient demography added. Updated essure indication. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report